Manufacturer narrative:
This supplemental report is submitted to provide additional event related information. Update to section b5, e2 and e3.

Event description:
The event occurred during a diagnostic procedure with no other device involved. The intended procedure was completed with no delay using the same device.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined the likely cause of the event was the presence of inappropriate material on the electrical contacts of the endoscope or the digital light source cable was not connected correctly.

Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation and a root cause cannot be determined.

Event description:
A user facility reported to olympus that they were getting a scope communication error and when the scope was bumped, an image issue would occur and the screen went blank. There was no patient injury or harm, associated with the problem, reported to olympus.